Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
A compressor mini was reported warning for low pressure. The service engineer verified the issue and replaced a physically damaged thermoelectric cooler. The device was cleared for clinical use. The broken part was sent back for further investigation. Review of the returned part confirmed the reported problem. If the compressor cannot deliver enough air pressure, the connected ventilator will alarms for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator system, it may lead to stop of ventilation. The root cause of how the part broke has not been established in this investigation.

Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer ref.#: (B)(4).